Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. - based on the results of the investigation, it is presumed that the scope communication error (error b30) occurred due to faulty scope socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the unit had a faulty scope socket, when the scope was connected to the unit it would automatically display a b30 scope communication error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a b30 scope communication error kept popping up on the xenon light source. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.